Event description:
It was reported that prior to the start of a da vinci-assisted ventral hernia repair procedure, during port placement, a branch of the abdominal aorta was avulsed. The patient experienced complications and expired two days later. The surgeon used a third party insufflation needle and an 8mm da vinci xi cannula with an xi bladeless obturator (trocar) to gain access to the abdomen for placement of the first port. The attempt was unsuccessful for unspecified reasons. The surgeon switched to a longer trocar option; an 8mm xi long cannula with an xi bladeless long obturator. An incision was made in the upper left quadrant of the abdomen and under direct visualization, access was achieved. Upon further visualization into the abdominal cavity, significant bleeding was found, and the insufflation tubing was backfilling with blood. An open laparotomy discovered that the long trocar was well past the omentum and a branch of the abdominal aorta had avulsed. Bleeding was controlled with pressure and the aorta was repaired using suture. The estimated blood loss was approximately one liter. The abdominal incision was left open to facilitate observation for recurrent bleeding and the patient was admitted to the intensive care unit. A few hours later, the patient was returned to the operating room for bleeding; a vascular surgeon performed additional repair of the aorta. The following day the patient was returned to the operating room due to poor perfusion affecting the left lower extremity. The patient's condition deteriorated over the day. On post operative day 2, the patient expired from multisystem organ failure.

Manufacturer narrative:
There was no report of any issues with the da vinci or third-party products used during the initial unsuccessful cannula placement attempt or the second placement with the longer trocar. The da vinci system was never docked for the scheduled procedure; therefore, there are no system logs available. A medical review was performed by an intuitive surgical medical safety officer who concluded that an injury to a branch of the aorta occurred during initial port placement. An intuitive surgical trocar was used when this injury occurred. The details as to the surgical technique and how the port cannula was placed are unknown. The robot was never docked as all port cannulas were not placed due to the injury. An attempt at repair was made; however, the patient required a return to the operating room with a vascular surgeon later the same day; followed by an additional procedure for poor perfusion of a lower extremity the next day. The patient eventually went into multisystem organ failure and expired. Based on the information provided, the intuitive surgical obturator used in this procedure may have contributed to this event. The details of how it may have contributed in relation to surgical technique are unknown. The instructions for use (IFU) for the da vinci xi systems contains the following cautions to minimize the risks associated with port placement. Caution: to minimize the risks associated with port placement ensure the following to prevent tissue injury: appropriate patient positioning to shift organs away from the port placement site. An adequate level of insufflation. Obturator tip is pointing away from major vessels, organs, and other anatomic structures. When possible, visualization of the entire insertion of the cannula using the endoscope is preferred. Utilize continuous, controlled pressure with a deliberate rotating motion when placing the cannula and obturator.